Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report

Event description:
It was reported that a small volume infusor did not flow during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured august 25, 2015 ¿ august 26, 2015. The device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed by removing the luer cap from the device¿s distal luer. Normal flow was observed from the device until the bladder was completely empty. A functional flow rate test was then performed by refilling the device with dextrose solution. The device¿s flow rate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.